Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU). Reportedly, an unspecified malfunction alarm occurred. Additionally, the customer was admitted to the intensive care unit (ICU). The customer reverted to manual injections for insulin therapy. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.